Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump and had an alternate method of insulin therapy available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.